Manufacturer narrative:
The customer sent pictures of the drilled pouch. The spacer clip is no longer attached to the cannula and stylet hubs. This allowed the stylet to protrude from the cannula and puncture the tyvek side of the pouch. The clip is pre-attached from the MFR. There are routine in-process inspections that occur and none of the inspections resulted in a defect being recorded. It appears the clip was not completely latched to the stylet which caused the stylet to drop below the protective sheath and puncture the pouch. There are crinkles on the pouch near the spacer and the hubs which demonstrate handling damage to the pouch which could have displaced the spacer. A review of complaints found (B)(6) previous complaint defect for this product from 2008; no systematic trend identified.

Event description:
Customer states noting a drilled pouch on a biopsy needle product. The device was not used on a pt, however, potential for injury exists if a non sterile device is used on a pt.